Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergoes essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergic rash"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nervous system disorder ("neuro condit/prob"), autoimmune disorder ("autoimmune disorder"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, menorrhagia, dermatitis allergic, allergy to metals, autoimmune disorder and bladder disorder had resolved and the psychological trauma, fatigue, alopecia, hormone level abnormal, headache, nervous system disorder, weight increased and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, nervous system disorder, pelvic pain, psychological trauma, urinary tract disorder and weight increased to be related to essure. The reporter commented: discrepancy noted insertion date- (B)(6) 2014 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter and patient demographics were added. Event injury nos replaced with events pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding),allergic rash, nickel allergy, psych injury, fatigue, hair loss, hormonal changes, headaches, neuro condit/prob, weight gain, autoimmune disorder, bladder disorder, urinary tract disorder and patient did not undergoes essure confirmation test added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen abnormal. Bleed') in an adult female patient who had essure (batch no. B60747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergoes essure confirmation test". The patient's medical history included vaginal delivery, uterine dilation and curettage, tooth extraction and uterine bleeding. Previously administered products included for prevent pregnancy: ortho novum; for an unreported indication: bentyl, toradol, xanax and zofran. Concurrent conditions included lower abdominal pain. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as pseudoephedrine hydrochloride (pseudoephedrine hcl). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dermatitis allergic ("allergic rash: rashes on arms") and allergy to metals ("nickel allergy"). In (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), nervous system disorder ("neuro condit/prob"), autoimmune disorder ("autoimmune disorder"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, menorrhagia, dermatitis allergic, allergy to metals, autoimmune disorder, bladder disorder, vaginal haemorrhage and migraine had resolved and the psychological trauma, fatigue, alopecia, hormone level abnormal, headache, nervous system disorder, weight increased and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nervous system disorder, pelvic pain, psychological trauma, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted insertion date: (B)(6) 2014. Discrepancy : date of insertion previously reported as on (B)(6) 2014 now it is reported on (B)(6) 2014. Insertion details: right: 4 coils, left: 2 coils. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records: vaginal hemorrhage, pelvic pain, headache, menorrhagia, dysmenorrhea, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen abnormal. Bleed') in an adult female patient who had essure (batch no. B60747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergoes essure confirmation test". The patient's medical history included vaginal delivery, uterine dilation and curettage, tooth extraction and uterine bleeding. Previously administered products included for prevent pregnancy: ortho novum; for an unreported indication: bentyl, toradol, xanax and zofran. Concurrent conditions included lower abdominal pain. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as pseudoephedrine hydrochloride (pseudoephedrine hcl). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced rash ("allergic rash: rashes on arms") and allergy to metals ("nickel allergy"). In (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), nervous system disorder ("nuero condit/prob"), autoimmune disorder ("autoimmune disorder"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, menorrhagia, rash, allergy to metals, autoimmune disorder, bladder disorder, vaginal haemorrhage and migraine had resolved and the psychological trauma, fatigue, alopecia, hormone level abnormal, headache, nervous system disorder, weight increased and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, back pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nervous system disorder, pelvic pain, psychological trauma, rash, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted insertion date- (B)(6) 2014 discrepancy : date of insertion previously reported as (B)(6) 2014 now it is reported (B)(6) 2014. Insertion details: right- 4 coils, left-2 coils. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records : vaginal hemorrhage, pelvic pain, headache, menorrhagia, dysmenorrhea, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: pfs&mr received. Lot number was added. Updated events allergic rash to rashes on arms. New events abnormal bleeding (vaginal), migraines was added. Concomitant conditions, concomitant drugs, treatment drugs, reporter information, patient demographics was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.